Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Based on the results of the investigation, it¿s likely the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). During the device evaluation, it was unable to be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it was unable to be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus for evaluation and the customer¿s reported problem was confirmed, the ceramic insulation at the distal tip of the device is loose. The inspection also noted the sealing ring is missing. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device has been repaired once on august 8, 2022 for a missing screw. The cause of the loose ceramic insulation cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.

Event description:
The customer reported the ceramic insulation at the distal tip of the resection sheath is loose. The customer reported problem was found at an unspecified event, however, there was no procedure was involved. No death or injury and no impact to patient or other has been reported to olympus.